Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 05jul2018 an eye care provider (ecp) in (B)(6) reported a patient (pt) had a ¿history of ulcers¿ in the past. Multiple calls were placed to the ecp¿s office and additional information was requested. The pts treating ecp is unavailable until 31jul2018. No additional information could be provided. On 02aug2018 a call was placed to the pts treating ecp who reported the pt had a history of ¿ulcers¿ in the past, but the pt wasn¿t treated there. The ecp reported the pt previously used the acuvue oasys brand contact lenses and was then transitioned into acuvue oasys for astigmatism brand contact lenses on (B)(6) 2018. The ecp reported it was unknown which contact lens brand the pt was wearing at the time of the event or which eye was the affected eye. No additional information is available. No additional information is expected. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The date of the event is unknown. The suspect lot number is unknown. It is unknown if the suspect product is available. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.